Manufacturer narrative:
Corrected data: b5 updated to indicate the system had not been explanted on an unknown date as previously reported; the system was explanted and replaced on (B)(6) 2023.

Event description:
It was reported that the patient developed a device-related infection at an unknown site. Oral antibiotics were administered to the patient. By (B)(6) 2023, the infection had resolved, and surgical intervention was undertaken on this date in which the patient's system was explanted and replaced to address the issue.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It was reported that the patient developed a device-related infection at an unknown site. Surgical intervention was undertaken on an unknown date in which the patient's system was explanted to address the issue.